Event description:
On 11/5/1998, the MFR received a faxed report from the international distributor that states the following: the operation was normal evulsion of a device system at the end of the treatment. The catheter and device had worked well with no thrombus and no infection. After skin incision under general anesthesia, the device was retrieved; but the catheter could not be pulled out at all. The catheter has been left in the pt. By obervation with echocardiography, the tip of the catheter seemed to be "fibroustic". The dr considered that the catheter adhesion to the inside wall of the blood vessel might cause this event. No further details were provided at this time.